Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported migration (partial clip movement), unspecified tissue injury and recurrent mitral valve insufficiency/regurgitation are related to patient conditions and due to disease progression. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020 a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged ventricle and atrium. One mitraclip xtr was implanted and the mr was reduced to grade 1. On (B)(6) 2024, the patient returned with recurrent grade 3-4 mr. The transesophageal echocardiogram (tee), displayed that the anterior leaflet was partially torn from the clip. Per the physician the partially torn out leaflet and recurrent mr was due to disease progression from functional mr. A second clip intervention was performed. A mitraclip nt was placed next to the xtr. The mr was reduced to grade 2-3. There were no adverse patient sequelae or clinically significant delay.